Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl. Also, the device manufacturer date for the reported meter serial number is unknown. The date entered in device MFR date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of "hi" (greater than 500 mg/dl) and 30 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issue were observed. All results were within the range specification and no errors were observed during control solution testing. Similar reported readings were found in the meter's memory however not within a ten minute timeframe.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of ''hi'' (greater than 500 mg/dl) and 30 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the ''d'' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.